Event description:
A device was returned to the third-party service center as part of the recall process with no initial complaint. During servicing of the device, it was found power input was rusted and case was dirty. No evidence of foam degradation was observed. There was no patient harm or injury. This report is being submitted for the power input was rusted found during service. The unit was scrapped.

Manufacturer narrative:
Other text : device evaluated by third party service center.

Manufacturer narrative:
The manufacturer received information in relation to a dreamstation auto CPAP unit. The device was returned to a third-party service center. During visual inspection of the device, it was determined the power connector of the unit was corroded. In addition, there was contamination from dirty case/rusty power input. Device was scrapped at customer's request. Analysis of past events has not indicated an adverse event has occurred due to corrosion. Review of the risk file indicates the potential for a serious adverse event occurring as a result of this incident is unlikely. Additionally, the risk file indicates that corrosion will not substantially affect the performance of the device. This complaint is considered not reportable.